Event description:
A report was received in 2002 from the dr regarding a pt's onset of symptoms of being photo-sensitive in the left eye. The pt was on vacation and chose not to remove the lenses. Pt had been water-skiing in a lake. Pt was instructed to go to the nearest emergency room, where the dr reported observing a 2mm infiltrate with overlying staining and positive grade 1 anterior chamber reaction, mid-peripheral corneal ulcer in the left eye. Pt advised to discontinue contact lens wear and prescribed ofloxacin. When pt returned home from vacation, examination revealed a scar superior nasal to the visual axis with trace staining with sodium fluorescein dye. No anterior chamber reaction observed. At next visit on 08/12/2002, the pt reported no discomfort or visual acuity reduction (va was reported as 20/20 in both eyes). Exam revealed a corneal scar secondary to a resolved corneal ulcer with no overlying staining. Culturing of the lenses and case that the pt had used during the adverse event were positive for gram negative bacilli, but total microbial growth was light and further identification wasn't possible.